Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician observed an insulation defect on the left ventricular (lv) lead, which resulted in oversensing of noise. The physician covered the insulation defect with two sleeves and the lead remains in use. No patient complications have been reported as a result of this event.